Event description:
Boston scientific received information that this right ventricular (rv) right ventricular (rv) lead exhibited intermittent capture. The issue had occurred previously but the physician thought it was the device so replaced the device a few months earlier. Since they were still experiencing some capture problems with the new device, the physician elected to replace the lead. The lead was surgically abandoned and a new lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.